Event description:
It was reported on (B)(6) 2015 that this vns patient has passed away. The cause and date of death are unknown. Searches for the patient's obituary were unsuccessful. Attempts for further information from the patient's last following neurologist were also unsuccessful.